Event description:
The biomedical engineer reported the ventilator shut down and alarmed during pre-use operation due to a +5v and/or 12/24 volt failure. The device was not in use on a patient, therefore there was no patient involvement or harm. The manufacturer's service technician replaced the main pcb board and cable to address the reported problem. Extended self testing (est) and performance verification testing was completed and tests passed per operating specifications.

Manufacturer narrative:
Cable; printed circuit board (pcb).